Event description:
It was reported that the patient experienced a heart rate of 35 beats per minute. The right ventricular lead was noted to be fractured. The lead was capped and replaced; the patient was doing fine after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.